Manufacturer narrative:
Date sent to the FDA: 04/28/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: xj8dqwm0, za8cpbm0. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: representative samples of the returned product were tested for knot pull tensile strength and test in vitro. The results obtained were in conformance with the requirements.

Event description:
It was reported that a patient underwent an esthetical upper eyelid surgical procedure on (B)(6) 2011 and suture was used. On (B)(6) 2011, the patient experienced inflammatory reaction and the wound was swollen. The patient underwent removal of all the sutures and was treated with sterdex and abitec.